Event description:
The account was moving the system control center (scc) power supply for the architect analyzer and inadvertently dropped the scc power supply. The scc power supply worked after the drop but when the operator blew dust off, flames came out and there was no display on the monitor. The fire dissipated quickly and the scc did not work. No injuries were reported. Svc was requested for the architect analyzer.

Manufacturer narrative:
Field svc inspected the scc, replaced the scc power supply and cleaned the inside of the scc. Field svc powered the scc and confirmed all normal operations. Field svc determined that the most likely cause was dust caught fire when the air jet was blown into the power supply. Additionally, complaint history was performed and no trends were noted. The only maintenance suggested in the abbott architect sys operations manual for the scc is external decontamination. No reference is made to air jets or "canned air". This is a final report.